Event description:
Hcp reported "device slowed down from .83ml/day to .34ml/day between heparin refills". The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.